Event description:
Surgery for aortic valve replacement. Aortic ring removed and replaced with teflon fiber 23 mm cuff. Valve seated and suturing 13th stitch when one of 2 leaflets came off of ring. Valve replaced with non-teflon cuff valve. Missing parts not found. Surgery time extended, pt unstable, required intra aortic balloon pump, then left ventricular assist device, then cps. Pt continued to deteriorate, requiring massive amounts of blood. Pt expired approx 27 hours after surgery.